Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that an out of service message was displayed on the main screen. The machines were restarted but continued to display an out of service status. A technical support specialist (tss) determined that the stations had been set to out of service by a user. The stations were changed back to in service, resolving the issue. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two devices displayed an out of service message on the main screen. The customer attempted to restart the stations; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.